Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box data from the date of the complaint had been overwritten. The black box showed multiple loss of prime warnings associated with a cartridge change. The pump was run for 24 hours and the loss of prime was no duplicated. The force calibration testing failed. The pump was opened to find moisture on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.